Event description:
The report states during incoming testing in the bipolar output tests, the output begins automatically when a foot switch is connected to the port in the backside of the machine without activating the foot switch.

Manufacturer narrative:
The device has not been returned for evaluation. If the device is returned a follow-up report will be sent with the results of our investigation.